Event description:
Olympus was reported that there was a plastic residue on the jaw tips. The device was replaced with a similar device and the procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for eval. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears.